Event description:
It was reported that an ilet pump lost power due to a missed charge, was later powered on, and then the dexcom g7 cgm would not connect to the pump; the user switched the cgm setting from g7 to g6 and back to g7 and entered pairing code 6083, after which connection was expected, with instruction to recontact support if pairing did not occur. Symptoms included no clinical symptoms reported. Outcomes included no reported health impact and no alerts or alarms. Investigation included customer troubleshooting and education regarding cgm pairing within the pump menu. Investigation of this case revealed a pairing failure between the ilet and the cgm, consistent with a connectivity or setup issue following device power loss, with the ilet cgm interface implicated as the affected component. It was concluded, based on previously established findings for similar reports, that user interface interaction and device communication sequence after power restoration were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.